Manufacturer narrative:
The device was not explanted. Nevro attempted to obtain event details; however, additional information was not available. The manufacturing records were reviewed and no nonconformities were found.

Event description:
During a routine follow-up, it was reported to nevro that a patient passed away due to a heart attack.